Event description:
Malfunctioning of teh port during chemo infusion resulted in swelling around the catheter site. A contrast study was done and showed that the tubing had migrated into the subcutaneous tissue and embolized to the lower left lobe of the lung.